Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump could not turn on after putting in the new battery. The blood glucose level of the customer was unknown. Customer reported that the problem occurred within 30 days of the new pump. The product will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board.